Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the system was functional and patient had good coverage. However, the surgical lead was too wide and caused patient discomfort in the shoulder. The lead was replaced with a different type of lead. The explanted product has been retained by the facility and will not be returned. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.